Manufacturer narrative:
An evaluation was performed for the customer reported issue of "the device over fed the patient. Additional information received from the customer stated that the pump was set to deliver 230 ml and 250 ml was in the bag. The pump additionally delivered 20 ml to finish the feed. There was no harm to the patient involved". The device from this complaint was returned and evaluated at the regional service center. Based on the findings from the service center, the reported issue of the unit ¿over feeding¿ was confirmed and fixed by replacing the damaged gearbox. The possible root cause of damaged gearbox could not be determined at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The following section has been updated: section d4: serial number: (B)(6).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device over fed the patient. Additional information received from the customer stated that the pump was set to deliver 230 ml and 250 ml was in the bag. The pump additionally delivered 20 ml to finish the feed. There was no harm to the patient involved.